Event description:
Customer reported that the insulin pump had moisture damage after she jumped into a lake. She stated that moisture was visible in the display. She stated that the buttons were unresponsive. The blood glucose reading was 318 mg/dl. Customer treated with a back up insulin pump and declined to troubleshoot for high blood glucose. She also reported a hospitalization due to diabetic ketoacidosis. She stated that she was not using the insulin pump at the time of the event but had reverted to manual injections. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The rewind, basic occlusion test, prime test, excessive no delivery alarm test, and displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.